Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report, the patient was recovering from peritonitis. Action taken with dianeal therapy was on going. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the baxter peritoneal dialysis disposable device is no longer suspect in the peritonitis event. It was reported that the peritonitis event was due to issues with the peritoneal dialysis catheter. The catheter is not manufactured by baxter healthcare. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.